Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Customer reported noticing that many impressa bladder supports she had purchased had no strings showing. No use of defective product nor medical attention was mentioned.